Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with matrix construct on (B)(6) 2012. A f/u x-rays taken (B)(6) 2012 showed a loose locking cap. This is the 2nd of 3 reports submitted on this event.